Manufacturer narrative:
Patient information is unknown. Additional procodes: mni, mnh, kwp, kwq. The device was removed from the patient intraoperatively. Complainant part has been received, however, product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spondylodesis-l5s1 procedure, a rod was in place without any tension. While tightening was performed, a short metallic sound was heard. After checking the 3d polyaxial head, it seemed the 3d head was not tight on the screw. The 3d head was removed from the screw with just a little pull. It showed, the ring of the 3d head had a crack. No patient consequence. Action taken for procedure: broken head replaced. This complaint involves one (1) devices. This report is for a polyaxial head. This is report 1 of 1 for (B)(4).

Event description:
There was a 2 minute delay reported. Concomitant parts: 1 qty, p/n 04.607.412, l/n l486676. 1 qty, p/n 499.294, l/n l500471.

Manufacturer narrative:
UDI. A device history record review was performed for the subject device: part number: 04.607.402, synthes lot number: l527913, release to warehouse date: 03 aug 2017, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed for the subject device: part (art. 04.607.402/ lot l527913) is the assembly of 2 components (art. 50161103/ lot l500616 ¿klemmring component¿ and art. 50161100/ lot l481877 ¿koerper component¿). The component klemmring (art.50161103/ lot l500616) is broken (there is a cracking through the all height of the ring). The part has been returned assembled together with other two items of the same family (uss ii articles) used in combination with the complained item: sleeve (art. 04.607.412/ lot l4866756) and uss ii nut (art. 499.294/ lot l 500471). The review of the device history record revealed that this uss-ii polyaxial 3d-head was manufactured in august 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The uss-ii polyaxial 3d-head (lot l527913) was inspected for all the features pertinent to the complaint condition. A dimensional reinspection has been done also of the two related articles of the same family (art. 04.607.412/ lot l4866756 and art. 499.294/ lot l 500471) used in combination with the complained item to confirm their conformity. For all the items all the measurable features pertinent to complaint condition have been found conforming to specification. The visual inspection confirmed that the klemmring component (art.50161103/ lot l500616) is broken post production. The review of the raw material for the items directly involved in the issue has been verified through review of certificate documented in the DHR review section. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.